Event description:
It was reported the lemo connection was defective. The field engineer noted that this caused the c-arm to be unable to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.